Event description:
Following a catheterization procedure, the physician attempted arteriotomy closure with the closer tsl 6 fr. Device. When deploying the device, a cuff miss occurred. The device was removed and second device was inserted, at which time a cuff miss also occurred. The second device was removed and the pt was reported to be bleeding uncontrollably. Apparently, compression was not attempted. The pt was sent to surgery for achievement of hemostasis. Upon inquiry into this case, the perclose rep. Reported that the vascular surgeon questioned why manual compression was not used to control the bleeding and questioned the necessity of surgery. The surgeon noted that the arterial puncture was slightly elongated. The pt recovered without further incident.